Event description:
The patient had been in the hospital for a month due to back issues. At some point, the patient suffered a heart attack. One day after discharge, the device shocked the patient. Returning to the hospital, device interrogation revealed alerts for out-of-range impedance, extended charge time, and possible output circuit damage. The device was explanted and replaced. It is not known if the device/lead issues were related to the patient's previous hospital stay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.